Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
...

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a record of a report that the patient a hospitalized. A nurse called on (B)(6) 2018 stating that the patient was in the hospital (unspecified reason) and experienced several alarms on the liberty cycler during treatment. Troubleshooting was provided through technical support and no further assistance was required. Follow-up was attempted to obtain the information as to why the patient was hospitalized, but no response was received. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.